Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced a very mottled leg on the impella side. Vascular surgery was consulted, but turned the patient down for treatment. It was reported the following day the patient's leg was still mottled and pulseless. Additionally, the patient was given volume to resolve suction alarms. The family decided to withdraw care from the patient, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.